Manufacturer narrative:
On september 17, 2020 an immucor field service engineer (fse) visited the site to repair the instrument. The fse replaced the echo fluidic module cover support lid and advised the customer to push and lock the support lid. The fse confirmed that the customer can now firmly lock the support lid.

Event description:
On (B)(6) 2020 a laboratory technician at a customer site was injured by the falling fluidics cover of a galileo echo (v2.0) instrument.